Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent interaction with the heavily calcified, heavily torturous, 85% stenosed anatomy caused the distal sheath to slightly retract from the base of the tip and inadvertently prematurely deploy/expose the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the superficial femoral artery. The 5.0x60mm absolute pro self expanding stent system (ses) was advanced however the stent partially prematurely deployed. The ses with the partially deployed stent were removed from the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.